Event description:
The facility rep reported a pump with failure code 810:11. This problem was identified prior to use. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 810:11 was confirmed in the pump's event history file during product evaluation. This condition was caused by an out-of-calibration air in line printed circuit board (ail pcb). The ail pcb was therefore recalibrated and verified. This issue is currently being investigated under CAPA.